Event description:
Pt admitted for arthroscopic subacromial decompression, right arthroscopic cautery was used. Distal tip of cautery began to spark. Tip was removed & 3 different tips were used. All 3 sparked. A skin abrasion was noted at the portal entry.